Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S/w version: 4.11d, retainer ring: clear customer returned pump for alleged cosmetic damage located at the keypad found on (B)(6) 2022. The pump passed self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to motor error. Pump error 38 alarmed during testing. Pump error 38 was present in the history download on event date of (B)(6) 2022 12:00:37.000. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. The pump failed the keypad voltage test on the left button (0.25v) problem isolated to the keypad assembly. During visual inspection, the j1 connector on pcba 1 was locked properly and found moisture damage on the pcba 1, motor, and force sensor. Accidental keypad flex connector ripped when pulling out pcba 1 after the voltage test. P-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, scratched case, cracked keypad overlay, and pillowing keypad overlay. Cosmetic damage was confirmed at cracked keypad overlay and retainer ring. Keypad unresponsive was confirmed, problem isolated to the keypad assembly, pump error 38 was confirmed due to moisture damage confirmed on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump and keypad were broken. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.